Event description:
A report was received through the kimberly-clark salesporson that during a suction procedure the catheter lost the connection between the catheter's peep seal ring and the sleeve. There was no patient injury or medication intervention reported.